Event description:
The user facility reported a 50-year-old female being placed on impella cp required mechanical circulatory support. The patient experienced significant bleeding post peel away sheath removal. Two units of blood products were given for intervention of access site bleeding. The patient repeatedly experienced ventricular fibrillation (vf) arrest throughout the procedure. The impella cp was placed on p2 and CPR was performed multiple times for over 30 mins. The patient was on impella cp support for 1.12 hours before the patient expired. No allegations were made towards the impella cp for cause of death.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was noted that the patient expired in the operating room. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07664 was provided in sections b2, b5, h1, and h6.